Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis. The patient received unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. On an unreported date, the patient was discharged from the hospital. At the time of this report, antibiotic therapy remained ongoing and the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.